Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, there was an incomplete staple line in the proximal for the first reload and the distal area for the second reload. It was also reported that incision was extended for more than 1 inch and another reload was used to complete the procedure. There was no patient injury.